Event description:
This console was not on a pt. Customer from germany reported that during routine console checkout, the battery for the primary controller did not pass the battery check portion of the console test validation protocol. The controller battery was replaced by the biomedical engineer. After the controller battery was replaced, the console successfully passed the console test validation protocol. This alleged failure mode poses a low risk to a pt because, the alleged malfunction was observed during console checkout and was not on a pt, and it does not negate the ability of the console to perform its life-sustaining functions. In addition, the console has a redundant, backup controller, and redundant system performance was not affected. Syncardia has requested that the controller battery be returned to syncardia for eval.

Manufacturer narrative:
The customer also reported that he observed that the power cord connector to the console was broken, and the power cord was replaced. The broken power cord was discarded by the customer.